Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. No information regarding the specific customer issue that occurred with the device was available. It was reported that the jaws of the device locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications.

Event description:
According to the reporter, during a procedure, the device broke during use on a patient. The active part of the tweezers was not opening, closed the mandibula in tissue. The doctor had to push the handle to open the mandibula. There was no patient injury.